Event description:
It was reported that during a preventive maintenance test, the device immediately alarmed for an upstream occlusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Review of the device history log confirmed that the pump alarmed for an upstream occlusion, however; upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing. No malfunction could be identified.